Manufacturer narrative:
One used forcefxc was received, and examination of the sample confirmed the reported issue. The investigation isolated the failure to the footswitch board, but a root cause could not be identified. The probable root cause could not be determined. The footswitch board was replaced to address the condition.

Event description:
The customer reported that during a procedure, the device could not be stopped after activation started. No patient injury is associated with this issue.